Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported that the circle behind the reservoir was broken. The drive support cap was sticking out. The customer experienced low and high blood glucose levels. On (B)(6) 2015, the customer was hospitalized due to a low blood glucose level. Customer's blood glucose level was 120 mg/dl. The paramedics arrived to the customer's home and placed an IV. The customer's parents gave the customer juice to bring their blood glucose up. In two different occasions the customer experienced a low blood glucose level but only went to the hospital the second time. The customer also experienced a high blood glucose level of 500 mg/dl. After correcting twice, the customer's blood glucose level was 450 mg/dl. The customer's blood glucose level then dropped to 50 mg/dl and drank juice to correct it. The customer felt disoriented. The customer also had kidney problems. Customer was advised to discontinue use of the device and revert to a backup plan. The device was not returned.